Event description:
The customer reported that while processing a microwell plate on summit, the operator reported low reagent was delivered to microwell plate position a3 while pipetting an htlv I/ii plate. No death or serious injury was associated with this incident.